Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1. Using the wand above default output settings 2. Pressing the tip against hard or bony surfaces. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the plate of the "werewolf 50° coblation wand" suddenly dissolved in the middle. In consequence, a plasma field could no longer be built up. The procedure was successfully completed without delay using a back up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Internal reference number: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Two wands were received under -1 and -2 complaints. It is not possible to distinguish which wand is which thus both wands will be tested on each complaint. One wand has pulling/tension marks on the shaft, stretching it and making it look like it melted, but it is just physically damaged. The tip of this wand is worn from use. Along with that wand its suction line is cut off. The second wand has minor markings/stretching on the shaft and the tip is worn from use. Nothing looks to be dissolved. One box was returned and two internal packaging covers that has labeling. No other packaging was returned. The device was plugged into the controller and caused a wand expired error due to normal expiration and expected dates. A bypass box was used and the devices were tested. The first wand could not be tested for suction due to its cut line, but it had no issues with plasma generation. The second wand had no issues generating plasma or with suction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.